Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. The photos only show the product packaging. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the safety shield breaks off the eclipse needle. Safety shield breaking off of eclipse needle. Has been observed by multiple phlebotomists across several outpatient locations.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the safety shield breaks off the eclipse needle. Safety shield breaking off of eclipse needle. Has been observed by multiple phlebotomists across several outpatient locations.